Manufacturer narrative:
The investigation of this complaint is pending. There was no injury to the pt reported. In an abundance of caution, this event is being reported due to the add'l potential risk associated with multiple exposures to general anesthesia.

Manufacturer narrative:
The procedure recordings were evaluated and a software anomaly was found that causes 2 out of 6 views to be displayed incorrectly (up to 6 different views may be displayed on the pc monitor at the same time). The failure mode was researched and evaluated and the percentage of known and reported failure modes of this type is less than 1% out of approximately 15,000 cases completed at the time of the investigation. The final conclusion is that the residual risk is tolerable. Nevertheless this software anomaly is scheduled to be fixed in a future release. This site rescanned the same patient and successfully completed the procedure the next day in addition they have since completed other cases and have not reported this issue again.

Event description:
The physician experienced unexpected software performance. As a result, the case was cancelled with the pt under general anesthesia. There was no harm or injury to the pt reported.